Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and defibrillation lead were explanted due to a patient infection. The patient tested positive for (B)(6). No further adverse patient effects were reported.

Manufacturer narrative:
It was reported that the products would be returned if they became available. Should additional information become available this event will be updated.